Manufacturer narrative:
(B)(4).

Event description:
It was reported that the console speed was fluctuating. A rotablator console was selected for use. During device check, it was noted that the indicator of turbine pressure was not stable and the turbine pressure control knob did not work as expected. Fluctuating speed of the console was observed. There was no patient involved.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. An issue with the turbine pressure control know was detected. The knob was not securely connected to the potentiometer which meant that there was no proper control of turbine speed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that the console speed was fluctuating. A rotablator console was selected for use. During device check, it was noted that the indicator of turbine pressure was not stable and the turbine pressure control knob did not work as expected. Fluctuating speed of the console was observed. There was no patient involved.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the console speed was fluctuating. A rotablator console was selected for use. During device check, it was noted that the indicator of turbine pressure was not stable and the turbine pressure control knob did not work as expected. Fluctuating speed of the console was observed. There was no patient involved.